Manufacturer narrative:
Corrected data: b.5.

Event description:
Patient reported via regulatory agency left side "capsular fibrosis", baker grade IV, and "permanent pain." Patient also reported via regulatory agency ¿systematic with whole-body pain¿, ¿exhaustion¿, ¿muscle pain¿, ¿brain fog¿, ¿muscle cramps¿, ¿concentration disorders¿, ¿forgetfulness¿, ¿sweating¿, ¿breathing difficulties¿, ¿permanent fatigue¿, ¿reinfection ebv¿, ¿whistling glandular fever¿, ¿sleep disorders¿, ¿me/cfs¿, ¿new allergies such as relapsing dishydrosis eczema on both hands, food intolerance and dentistry, materials (pzr triggers new allergies)¿, ¿conjunctivitis¿, ¿chronic sinusitis¿, ¿permanent sinusitis¿, ¿permanently increased eosinophils¿, ¿increased inflammation markers¿, ¿incipient tinnitus¿, ¿night sweats¿, ¿discomforts/tingling hands and feet¿, ¿palpitations¿, ¿shoulder girdle pain¿, ¿hives¿, ¿chronic pain disorder¿, ¿fibromyalgia and suspected mast cell activation¿, ¿blood values ige, crp, eos (as well as cd19, il2) increased¿, ¿persistent flu feeling¿, ¿subfebrile temperatures¿, ¿chills¿, ¿body aches¿, ¿hair loss¿, ¿new headaches¿, ¿noticeably altered liver in sonography¿, ¿joint pain¿, ¿polyneuropathies/sensory disorders in extremities¿, ¿neck-shoulder-arm syndrome¿, ¿hay fever - allergic rhinitis (acute)¿, ¿frequent sneezing attacks and nasal congestion¿, ¿chronic sinus infections¿, ¿dry flaky skin all over the body¿, ¿heart stumbling¿, and ¿word-finding disorders¿; these are not device related. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported via regulatory agency left side "capsular fibrosis", baker grade iii, and "permanent pain." Patient also reported via regulatory agency ¿systematic with whole-body pain¿, ¿exhaustion¿, ¿muscle pain¿, ¿brain fog¿, ¿muscle cramps¿, ¿concentration disorders¿, ¿forgetfulness¿, ¿sweating¿, ¿breathing difficulties¿, ¿permanent fatigue¿, ¿reinfection ebv¿, ¿whistling glandular fever¿, ¿sleep disorders¿, ¿me/cfs¿, ¿new allergies such as relapsing dishydrosis eczema on both hands, food intolerance and dentistry, materials (pzr triggers new allergies)¿, ¿conjunctivitis¿, ¿chronic sinusitis¿, ¿permanent sinusitis¿, ¿permanently increased eosinophils¿, ¿increased inflammation markers¿, ¿incipient tinnitus¿, ¿night sweats¿, ¿discomforts/tingling hands and feet¿, ¿palpitations¿, ¿shoulder girdle pain¿, ¿hives¿, ¿chronic pain disorder¿, ¿fibromyalgia and suspected mast cell activation¿, ¿blood values ige, crp, eos (as well as cd19, il2) increased¿, ¿persistent flu feeling¿, ¿subfebrile temperatures¿, ¿chills¿, ¿body aches¿, ¿hair loss¿, ¿new headaches¿, ¿noticeably altered liver in sonography¿, ¿joint pain¿, ¿polyneuropathies/sensory disorders in extremities¿, ¿neck-shoulder-arm syndrome¿, ¿hay fever - allergic rhinitis (acute)¿, ¿frequent sneezing attacks and nasal congestion¿, ¿chronic sinus infections¿, ¿dry flaky skin all over the body¿, ¿heart stumbling¿, and ¿word-finding disorders¿; these are not device related. Device has been explanted.